Event description:
Pt was implanted with click-x construct at l3-4 and l4-5 on an unk date. The pt developed adjacent level disc disease at l2-3 discovered on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and pt was revised to a posterior spinal fusion at l2-3. This is 15 of 15 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The patient had developed adjacent level disc disease at l2-3 discovered on an unknown product code is mni, additional product code for this report includes mnh, nkb, kwp, kwq. This report is for 1 unknown transconnector, spine product. Operator of device was a health professional. Corrected data: this is report 15 of 16 for (B)(4). Correct manufacturer information is synthes (B)(4). Original awareness date is 04/10/2012.

Event description:
This is report 15 of 16 for (B)(4).